Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service center, an issue related to the oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue.